Event description:
Customer reported that while removing a used disposable kit after completing a treatment, some blood leaked from one of the pressure domes onto the pump deck, and may have contacted a pressure sensor. Customer was unsure which pressure sensor came into contact with the blood. Customer also could not recall the exact date, but thought it might have occurred on (B)(6) 2014. Customer stated the leak on the pump was not noticed until after the kit had been discarded, and she had then checked the discarded kit and found one of the pressure domes had a leak. Customer also could not tell exactly which part of the dome had leaked. Customer did not have the kit lot number available, since the kit was discarded. Customer requested service be dispatched to check the collect and return pressure sensors for possible contamination. Service was dispatched under (B)(4). No further information was provided.

Manufacturer narrative:
Lot number was not provided; therefore, no batch record review could be performed. Trends have been reviewed for this complaint category and no trend has been detected for pressure dome membrane leak. Pressure dome membrane leak has been investigated through CAPA (B)(4) which have been closed. Service order# (B)(4) completed: service engineer "replaced faulty return pump head causing blood spill on pump deck." Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. The kit was not returned for further analysis; therefore, it could not be determined if this specific product met release specifications. (B)(4).